Event description:
It was reported that during the trial period, the patient experienced excruciating pain and leakage at the surgical site. It was also noted that the patient had a fever and inflammation. The patient was admitted to the hospital and was given an intravenous antibiotic. The patient underwent a trial lead explant procedure and was doing well. The explanted trial lead was discarded by the hospital.